Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an infection. The tibial bearing and locking bar were removed and replaced. During a check up on (B)(6) 2013, the locking bar was found to be disassociated. The patient is unable to undergo revision surgery due to health status.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-02985/ 02986).